Event description:
It was reported that the light-emitting diodes (led's) on the external pulse generator were out. The generator was returned for service. It was indicated on the return paperwork that there were no patient complications reported as a result of this event.

Event description:
It was reported that the light-emitting diodes (led's) on the external pulse generator were out. The generator was returned for service. It was indicated on the return paperwork that there were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). Analysis could not confirm the reported event. Upper and lower case halves are excessively broken and corroded. Battery release has tool marks on button and is contaminated. One bail cover is broken and one bail cover is missing. One case screw, both bails, and ring are missing. Battery drawer is contaminated and has tool marks. Keyboard window is scratched. Lcd (liquid crystal display) is missing columns. Battery flex and heart lead cover are corroded. Battery contacts are compressed and corroded.